Manufacturer narrative:
Reliability analysis inspected an opened/used enlite sensor and found that the sensor was broken with missing parts. Reliability analysis was unable to confirm the customer received the sensor damage due to customer returning an opened/used sensor.

Event description:
Customer reported via phone call sensor error alert. Customer's blood glucose level was 220 mg/dl. Troubleshooting for sensor error alert was performed. Customer advised there was blood on the cannula. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.